Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The stimulator is not working properly, it won¿t keep a charge, and won¿t do what it is supposed to when it is charged. It never helped their feet/had a lack of therapy effect since implant, they can¿t feel it more than half way down their leg and have excruciating pain in their back. When asked to clarify it not keeping a charge the patient stated that beginning the last 6 or 8 months they have to charge at least every week. If they increase the amplitude beyond 400 they start to jerk. However, the patient confirmed that the jerking resolves if they decrease it back down again. However, when they decrease they get no therapeutic effect, patient services reviewed expectations and redirected the patient to follow up with their healthcare professional (hcp), so they were sent an hcp listing. No further complications were reported/are anticipated.